Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to ER after receiving inappropriate high voltage therapy due to svts. The device was reprogrammed.